Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and a computerized tomography (CT) confirmed that the patient suffered a car diac perforation and pneumothorax. The low-voltage lead had disloged into the apex of the heart. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.